Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for nitrite on urisys 1100 analyzer serial number (B)(4). The customer also mentioned that they had an error related to the analyzer tray and this error also occurred when using a different test strip lot number. The customer was provided a new analyzer tray. A sample from the patient was tested on the analyzer and the result was positive for nitrite. When checking the test strip visually, the customer did not see any color on the nitrite portion of the test strip. The customer repeated measurement of the sample on the analyzer with a new test strip and the result was negative. No adverse events were alleged to have occurred with the patient. The test strip lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer stated that they did not release any results outside of the laboratory without confirmation. The customer material was not returned for investigation, so no further investigations were possible. The investigation was unable to find a definitive root cause. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.